Event description:
Patient experienced sudden onset of pain and swelling on left side and shape of breast changed to some degree. Had been swinging on a "monkey bar" and felt a tearing sensation. Treated expectantly but surgeon eventually felt implant had deflated. Implant found to be adherent. Very small tear in wall of implant found. This also corresponded to finding of some persistent ecchymosis in the scar tissue. Replaced with saline-filled implant.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. Invalid data - on device destroyed/disposed of status.